Manufacturer narrative:
Initial MDR with device evaluation. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 24010-0007t and lot# 24066656 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 24010-0007t lot: 24066656 it was reported by the customer that the y-site leaked during daunorubicin IV push. Per rn, leaking did not start until the end of the infusion and the rn insured syringe was tightened at the time. Verbatim: y-site leaking during daunorubicin IV push. Per rn, leaking did not start until the end of the infusion and rn insured syringe was tightened at that time.